Manufacturer narrative:
(B)(4). As reported in the complaint; 2 samples received but only one had the spark condition noted during the procedure. Sample #1: has damaged lock tube. Peek tube is dislocated from over mold hub. The over molded shaft has scuff marks and possible puncture insulation. Additional testing will be conducted to test shaft insulation integrity. Sample #2: has a scuff mark at insulation close to mim tip but does not appear to be puncture or damage. Additional testing will be conducted to test shaft insulation integrity. The sample with damage lock tube, mechanical tool tip cannot be attached properly and did not function. Results were expected for this condition. Dielectric test to verify shaft insulation was performed on both shafts, no damage insulation was noted during this test. See additional details below. Additional scuff marks were noted at the proximal end of the shaft (near the flange) that may have occurred during shaft assembly. Other remarks: the insulation at the proximal and distal ends of the shafts was tested for dielectric strength using the same parameters used for design verification (reference protocol d012444 rev 00). The test was performed on 01-jul-2016 and a record of the test is located in (B)(4). The shafts were not preconditioned with saline before testing as the shafts had already been used in the operating room. The 0.4 mm wire was wrapped around the proximal and distal portions of the shaft where the scuff marks were seen and the insulation was tested at both high and mains frequencies. There were no failures during insulation testing; the insulation was strong enough to withstand the maximum voltages at high and mains frequencies. We cannot conclude that the "sparking" noted on the complaint was due to damaged or insufficient insulation at the proximal or distal ends of the shafts. Insulation on (B)(4) pass dielectric requirements. IFU states: stray current burns occurring as a result of direct coupling, insulation failure, capacitive coupling or imprecise operation of an electrosurgical instrument can all lead to tissue injuries or perforations. When used for electrosurgical purposes, the selected output setting of the esu generator should be set in accordance with the clinician's experience, training or by reference to appropriate clinical standards. To prevent the unintentional flow of electricity, only apply rf power to the instrument when the tool tip is in direct contact with the desired tissue surface. Before use, ensure that there are no breaks, chips, cracks, scratches or tears in the insulation of all of the components. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use. We will continue monitoring complaints for similar incidents and gather more data.

Event description:
The surgeon was using a percuvance maryland connected to diathermy. The scrub nurse said she noticed sparks and the surgeon noticed very slight bruising on the skin underneath the shaft. The diathermy machine used was eschmann set at 40 degrees. The instrument was immediately disconnected. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review the product 2.9mm percutaneous shaft, 29cm length, lot #73b1600168 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was using a (B)(4) connected to diathermy. The scrub nurse said she noticed sparks and the surgeon noticed very slight bruising on the skin underneath the shaft. The diathermy machine used was eschmann set at 40 degrees. The instrument was immediately disconnected. The patient's condition was reported as fine.